Event description:
The tip of the bone probe broke off into the patient sacrum. The fragment was not retrieved by the physician.

Manufacturer narrative:
The suspect device has not been released by the user facility. An evaluation of the fractured instrument cannot be conducted. The fragment retained by the patient was manufactured from a medical grade material, 465ss. The superior fracture and impact strength of the material allows surgical instruments to withstand higher torque loads during surgery. The straight bone probe is part of the zodiac polyaxial spinal fixation system which is intended for use as a posterior spinal fixation device to aid in the surgical correction of various spinal deformities and pathologies of the spine. The bone probe is designed to locate the proper pathway and length of the screw which is to be implanted. Engineering previously conducted an evaluation of the various styles bone probes provided by alphatec. It was determined that the design is of sufficient strength when used in accordance with the surgical technique. Upon receipt of additional information, a follow-up submission will be filed.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2010 to report that her son experienced a failed sensor. Upon removing the sensor, they noticed that the full sensor wire was not there. Pt's mother confirmed that the wire fragment was visible underneath pt's skin. She stated that they did not try to remove the retained fragment and never visibly saw the wire fragment remove itself from underneath pt's skin. No medical intervention was required, and pt had no problems at the insertion site. Pt was fine at the time of this mother's call to dexcom technical support.

Manufacturer narrative:
An investigation of the returned device indicated the instrument was properly manufactured to design specifications. Further investigation revealed the shaft p/n 92984-01, a component of the finished product, was manufactured from (B)(4) in 2007 per revision a. The tip of the shaft broke off and was retained by the patient.